Event description:
It was reported that "a wire was stuck inside of the attachment device". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and it was observed that the jaws inside the coupling were damaged. The reported condition was confirmed. The assignable root cause was determined to be normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.